Event description:
During set up process, button failed to administer the medication, as evidenced by no double beeping sound and no indication on the screen that medication had been administered to the patient. Pca button began to disassemble, with part of the cord dislodged into the machine. Delayed administration of pain medication.